Event description:
It was reported that a patient underwent a breast augmentation revision with mentor memorygel breast implants 450cc and experienced bilateral capsular contracture baker grade iii along with rupture on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with similar devices on (B)(6) 2024. This report is for the left breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The lot number provided does not correspond to any current mentor devices. Multiple attempts were made to get clarification about the lot number; however, no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number, manufacturing date, and expiration date for the device involved in the event was not provided, the full UDI is currently not available. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).